Manufacturer narrative:
A company service representative examined the system. The cpc connector was replaced. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4).

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "vitrectomy probe tubing would not fit onto system" (fitting problem). A nurse reported they were unable to attach the vitrectomy tubing to the console after having a posterior capsular tear. Another system was brought and the case was completed. There was no patient impact reported.